Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed a 2mm circumferential balloon tear 2mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that balloon inflation failed occurred. The target lesion was located in the left circumflex artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the balloon was unable to expand with abundant pressure. Then physician tried to expand the balloon with the pump outside the patient's body but still the balloon could not expand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn circumferentially.